Event description:
Further information was received from the nurse, indicating that the cause of the death is unknown but she does not think it was vns related. It was reported that the event occurred on (B)(6) 2016. He nurse indicated that she does not know if the patient's device was explanted or not. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through 12/30/2015. No further relevant information could be provided.

Event description:
It was reported that a vns patient passed away. No additional information was provided to date.